Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6) , revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had to take the battery pack in and out of the controller in order for the controller to work. The controller would go blank while they were recharging their implantable neurostimulator (ins). They didn't check the controller on a daily/regular basis, so they wouldn't notice the issue until they were recharging their ins. A few times they received error messages, however the majority of the time the controller would just go blank (the patient couldn't recall what any of the error message were that appeared).one time they did notice that the recharger became hot; this morning the recharger was not hot. They removed the battery pack from the controller and connected the controller to the ac power supply (it took them awhile to get the battery pack out of the controller). The patient confirmed that the controller powered on. They reinserted the battery pack into the controller while the controller was still connected to the ac power supply and they confirmed seeing the green light flashing above the screen. They were unable to charge their ins. The patient confirmed that there was no apparent damage to the equipment.